Event description:
Event was reported to caldera medical by an attorney. The pt suffered abdominal cramping, neuromuscular problems, painful intercourse, bleeding, recurrence, urinary problems, bowel problems, anxiety, depression and other injuries as they become apparent. No further info has been provided.